Event description:
Following an atrial fibrillation procedure, a pericardial effusion was noted. While ablating in the left atrium, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.